Manufacturer narrative:
A partial lead with the distal tip measuring 46.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead fracture was observed via fluoroscopy. The lead was explanted. The patient condition was stable after the procedure and monitoring will continue.